Event description:
It was reported that during total hysterectomy procedure; the device had no seal on the uterus tissue/ligaments about 5mm. There was no evidence of energy delivery and end tones was heard. There was no bleeding. The device was cleaned each time when the instrument was returned back to the scrub nurse. They were using it for about 30 minutes before the issue occurred and completed the procedure using a diathermy pencil. There was no another ligasure device used successfully with this generator. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#:50990208x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.